Manufacturer narrative:
A united states (us) customer reported an observation of a nonreactive advia centaur hcv (ahcv) result which was considered discordant relative to clinical expectation. Siemens healthcare diagnostics has concluded investigation of the event. Siemens evaluated the instrument data and the information provided by the customer. The calibration was valid, and quality control (qc) was performing acceptably. The reagent issues were ruled out based on review of qc which showed recovery within acceptable ranges and no issues were reported with other patient samples. Return of the patient sample for investigation is not warranted, as the discordant result was not reproducible. Based on the available information, a specific cause for the discordant result was unable to be determined. A product problem was not identified. The issue was resolved by routine troubleshooting. The customer is operational, and no further action is required.

Event description:
The customer reports an observation of a non-reactive (negative) advia centaur hcv (ahcv) result which was considered discordant relative to clinical expectation. Ahcv reagent lot# 466 was in use at the time. An initial reactive (positive) result was obtained for the patient in question. The initial reactive result was not reported to the physician(s). Per advia centaur hcv (ahcv) instructions for use (IFU), the customer performed a follow-up testing with the same sample, which produced a nonreactive (negative) result. This result was considered discordant by the customer. The same sample was then repeated in duplicate which produced reactive (positive) results similar to the initial result. The reactive results were considered correct and reported to the physician(s) as it matched the clinical expectation for the affected patient. There are no known reports of patient intervention or adverse health consequences due to this event.